Manufacturer narrative:
The device and non-boston scientific leads remain in service. A request was made for the field representative to confirm the mv sensor was programmed off. This report will be updated when additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, it was found that this pacemaker had stored three episodes showing noise from the minute ventilation (mv) sensor that was oversensed. No pacing inhibition or asystole were observed. It was reported that the device was reprogrammed, but the details of what was changed were not provided. No adverse patient effects were reported. Additional information was received. The pacing inhibition did result in asystole of greater than two seconds to the patient. The field representative confirmed the mv sensor was programmed off. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.